Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that while attempted implant, the pin plug of a bradycardia lead would not stay engaged with the right ventricle (rv) coil df-1 port of an crt-d following tightening of the setscrew. The device is still in use. No further patient complications have been reported as a result of this event.